Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). This medwatch is being filed as an initial / final report based on information discovered during the device evaluation. Review of the most recent repair record identified the following related repair: tech found the unit's handle, cutter, screw, and roller were damaged and the unit was out of calibration. The unit did not pass the mesh test either. Tech replaced the handle, cutter, screws, and roller. The unit was tested, calibrated, and returned to the customer. Lot identification is necessary for review of device history records, and lot identification was not provided. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. G2: foreign: germany.

Event description:
It was reported that outside of surgery the unit was nonfunctional. There was no patient involvement. During device evaluation, it was discovered the unit did not pass the mesh test. Due diligence is complete, there is no additional information available.